Manufacturer narrative:
(B)(4).

Event description:
It was reported that this physician serviced a pump with an "ultra-high concentrate of mainly fentanyl." Due to the high concentrations reportedly "if you just drop a 20th of a cc, which is one drop literally, from one of those pump that has 20 milligrams of fentanyl, they're going to overdose." Reportedly, this had happened twice (refer to manufacturer report # 3007566237-2013-01639), which required a narcan drip for four to five hours. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).